Event description:
On 10/30/96 pt was being treated by her sister in applying a rx lotion to open wounds on her scalp. When her sister went to reach into the glove box, she pulled out a glove that appeared to have caked blood on it. This upset both ladies very much. They returned the open box of gloves to rptr were they purchased it. Rptr looked at the glove and the material on it. It looked like caked blood.